Manufacturer narrative:
It was determined that communication anomaly was isolated to electronic assembly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811na. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7811na was requested and customer response was the device will be returned.